Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11th april 2019. Multiple defects were observed. Flexor was found to be broken at zip port distal to joint. Scrape marks were observed at distal flexor. Upon return stent was partially deployed. Observed defects are related. Following the laboratory evaluation additional information was requested to aid with the investigation. Was the elevator open or closed? ¿ asku. But the rep told me that it probably was free(open). What was the position of the stricture? ¿ bile duct was patient anatomy torturous? - no if there is any additional information available that may be of benefit to the investigation? ¿ sorry, but the information stated in tw is everything. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1541353 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1541353; upon review of complaints this failure mode has not occurred previously with this lot #c1541353. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062- 5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path. Its possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break at zip port distal to joint. The patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed" and "deployment issue that results in the exposed stent removed from the patient with the delivery system" the sheath broke and deployment of the stent became unable. Another stent in the different size was placed instead. [Details provided from the rep on 08/apr/2019] the user confirmed the directional button fully engaged and started to pull the trigger at the target site. He felt heaviness/tightness of the trigger function but kept pulling. He then heard something cracked/broke and deploying and recapturing the stent became impossible. He managed to remove the delivery system with the stent deployed partially from the endoscope and found the distal side of the sheath was separated. He placed a stent in the different size instead and completed the procedure.